Manufacturer narrative:
The cobas e801 module serial number was (B)(6). Qc was within the assigned ranges on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e801 module when compared to a different cobas e801 module. Initial result: 57.9 iu/l. On (B)(6) 2024: a new sample was drawn from the patient and tested resulting in an hcg+b value of 12479.0 iu/l. The original sample was then repeated twice on another e801 and the repeat results were 8832.0 iu/l and 8631.0 iu/l. The repeat results were deemed to be correct.

Manufacturer narrative:
The calibration signals were within expectations. The alarm trace showed multiple foam detection alarms and abnormal aspiration alarms during the day of the event. A general reagent problem can be excluded because the qc was within ranges prior to the event. The available information suggested too fast centrifugation, foam or micro-clots in the sample. The root cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.